Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a stored supra ventricular tachycardia (svt) episode in a remote transmission, the wavelet feature withheld anti-tachycardia pacing (atp) for almost a minute and then withholding stopped and atp therapy was delivered. Performance data revealed that the wavelet match score initially withheld atp, then the match score was lost and therapy was delivered; this was normal operation. The device remains in use. No patient complications have been reported as a result of this event.